Event description:
The washer could not push into the cup during the procedure. Surgical procedure extended.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.